Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion due to high thresholds on the right ventricular lead. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.